Event description:
During a laproscopic supracervical hysterectomy, the ace harmonic scalpel would only work for a few minutes and then malfunctioned several times. When the device initially failed we changed out the non-disposable cord and it still failed. Then we changed out the harmonic generator and it still failed, so we got a new handpiece and it worked. No adverse outcome or significant delay in the procedure.